Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3: analysis of the wireless recharger (serial #: (B)(6) ) revealed that the led's scroll continuously and the device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the new wireless recharger was on the docking station for over 30 minutes, however, it was observed that the battery indicator light continued to blink rapidly in a wave-like pattern. The patient was instructed on how to reset the wireless recharger, but the issue was not resolved. The light next to the usb port remained on, and reconnecting the power adapter did not resolve the issue. It is unknown if there are any patient/external/environmental factors contributing to this event. No symptoms were reported. Additional information was received reporting that it was unknown if the issues started out of box but presumed that was the case for this situation. The cause was not determined. The recharger was replaced. No additional information has been received, so it seemed that the issue has been resolved.